Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the foot control device hose covering was cracked and the internal insulation was splitting. The reporter stated that the hose had cracked over time to the point that the insulation was showing. The cracks became an issue sometime in (B)(6) 2015. The split in the hose caused the device to make a low hissing noise from where the air was leaking out of. There was a few minutes delay to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that hose was torn and split near unit, gauge was cracked and the plate on bottom was bent. The assignable root cause was due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.